Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 44 mg/dl. The customer was found passed out on the floor. Customer was admitted to the hospital and while in the doctor's care her blood glucose were over 300 mg/dl. The customer stated that she was hospital not due to the pump or diabetes. The customer is ok now and will monitor her blood glucose. The customer was offer to troubleshoot for high and low blood glucose but declined.